Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain name: medtronic minimed street: (B)(6) city: (B)(6) state: (B)(6) zip code: (B)(6) zip four: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The hyperglycemia persisted for three to four hours and was treated with a pen.